Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and arthralgia ("joint pain"). The patient was treated with surgery (laparoscopic removal of bilateral essure devices and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage and arthralgia outcome was unknown. The reporter considered arthralgia and genital haemorrhage to be related to essure. The reporter commented: her physician determined that her physical examination was suggestive of essure device injuries. Physician. Discrepancy noted regarding date ((B)(6)) of essure hysterosalpingogram test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed placement & full occlusion of both tubes. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") and rheumatoid arthritis ("rheumatoid arthritis") in a 47-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemia, migraine, incontinence, hsv infection, wisdom teeth removal and prolapsed disc repair. Concurrent conditions included body mass index normal, gerd, anxiety, uti, cystitis, bipolar disorder, sinusitis, coronary artery disease, nasal turbinate hypertrophy, amenorrhea, cough, vaginal dryness, perimenopausal symptoms, insomnia, vitamin d deficiency, blood glucose abnormal and libido decreased. Concomitant products included estradiol, omeprazole (prilosec), prednisone, progesterone (progesteron), testosterone (testosteron) and vicodin (norco). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2014, the patient experienced hot flush ("hot flashes"). On (B)(6) 2014, 6 months 16 days after insertion of essure, the patient experienced weight increased ("weight gain"). On (B)(6) 2014, the patient experienced arthralgia ("joint pain"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2015, the patient experienced pruritus ("itchiness"), visual impairment ("vision changes") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced uterine leiomyoma ("fibroids"). On (B)(6) 2016, the patient experienced adnexa uteri pain ("ovarian pain"). On (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2017, the patient experienced premature menopause ("early menopause"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), cyst ("cysts"), asthma ("asthma"), menstruation irregular ("irregular menstural cycles") and amnesia ("memory loss"). The patient was treated with surgery (laparoscopic removal of bilateral essure devices and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, rheumatoid arthritis, arthralgia, hot flush, premature menopause, vaginal haemorrhage, menorrhagia, pruritus, visual impairment, cyst, asthma, uterine leiomyoma, fatigue, menstruation irregular, amnesia and weight increased outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, amnesia, arthralgia, asthma, cyst, fatigue, genital haemorrhage, hot flush, menorrhagia, menstruation irregular, pelvic pain, premature menopause, pruritus, rheumatoid arthritis, uterine leiomyoma, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: her physician determined that her physical examination was suggestive of essure device injuries. Discrepancy noted regarding date ((B)(6) 1967) of essure hysterosalpingogram test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion; on an unknown date: confirmed placement & full occlusion of both tubes. Pregnancy test urine - on (B)(6) 2014: negative. Ultrasound scan - on (B)(6) 2015: two anechoic cysts on left and right ovary. On (B)(6) 2016 ultrasound abdomen revealed, essure implants are noted on todays exam. The previously noted 23 mm uterine fibroid is again seen. Today this fibroid measures 27mm and appears to come into contact with the endometrial lining. The left ovary appears normal. A 19 mm simple cyst is noted with in the right ovary. On (B)(6) 2015 , uterus: length: 8.5 cm ap diameter: 4.9 cm transverse diameter: 4.3 cm endometrium: 4.1 mm fibroids: yes right ovary: 3 right ovary: 3.8 cm x 2.4 cm x 3.2 cm finding: see comments left ovary: 2.1 cm x 1.0 cm x 1.5 cm finding: wnl. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: irregular bleeding, overweight, absence of menstruation(menopause early),hot flashes, fatigue weight increased, cyst , ovarian, hot flashes, joint pain. Most recent follow-up information incorporated above includes: on 28-jun-2018: pfs received. Events: hormonal changes describe: hot flashes; early menopause, abnormal bleeding (vaginal, menorrhagia) , psychological or psychiatric problems condition: memory loss , autoimmune disorder type of disorder: rheumatoid arthritis , pelvic pain abdominal pain, ovarian pain, vision/eye problems, fatigue, weight gain, itchiness, cyst ,asthma, fibroid, irregular menstrual cycle were added. Concomitant diseases, concomitant drugs, historical drug . Lab data were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') and rheumatoid arthritis ('rheumatoid arthritis') in a 47-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, migraine, incontinence, genital herpes simplex, wisdom teeth removal and prolapsed disc repair. Previously administered products included for an unreported indication: xanax. Concurrent conditions included body mass index normal, gerd, anxiety, uti, cystitis, bipolar disorder, sinusitis, coronary artery disease, nasal turbinate hypertrophy, amenorrhea, cough, vaginal dryness, perimenopausal symptoms, insomnia, vitamin d deficiency, blood glucose abnormal and libido decreased. Concomitant products included estradiol, hydrocodone bitartrate;paracetamol (norco), omeprazole (prilosec), prednisone, progesterone (progesterone) and testosterone (testosterone). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2014, the patient experienced hot flush ("hot flashes"). On (B)(6) 2014, the patient was found to have weight increased ("weight gain"), 6 months 16 days after insertion of essure. On (B)(6) 2014, the patient experienced arthralgia ("joint pain"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2015, the patient experienced pruritus ("itchiness"), visual impairment ("vision changes"), fatigue ("fatigue") and dry eye ("dry eyes"). On (B)(6) 2015, the patient was found to have uterine leiomyoma ("fibroids"). In (B)(6) 2016, the patient experienced asthma ("asthma"). On (B)(6) 2016, the patient experienced adnexa uteri pain ("ovarian pain"). On (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2017, the patient experienced premature menopause ("early menopause"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), cyst ("cysts"), menstruation irregular ("irregular menstrual cycles"), amnesia ("memory loss") and night sweats ("night sweats"). The patient was treated with surgery (laparoscopic removal of bilateral essure devices and bilateral salpingectomy, hysterectomy d&c). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, rheumatoid arthritis, arthralgia, premature menopause, vaginal haemorrhage, menorrhagia, abdominal pain, pelvic pain, adnexa uteri pain, pruritus, visual impairment, cyst, asthma, uterine leiomyoma, fatigue, menstruation irregular, amnesia, weight increased and dry eye outcome was unknown and the hot flush and night sweats was resolving. The reporter considered abdominal pain, adnexa uteri pain, amnesia, arthralgia, asthma, cyst, dry eye, fatigue, genital haemorrhage, hot flush, menorrhagia, menstruation irregular, night sweats, pelvic pain, premature menopause, pruritus, rheumatoid arthritis, uterine leiomyoma, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: her physician determined that her physical examination was suggestive of essure device injuries. Discrepancy noted regarding date ((B)(6) 1967) of essure hysterosalpingogram test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on an unknown date: results: confirmed placement & full occlusion of both tubes; on (B)(6) 2014: results: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2014: results: negative.. Ultrasound abdomen - on (B)(6) 2015: results: uterus: length: 8.5 cm ap diameter: 4.9 cm transverse diameter: 4.3 cm endometrium: 4.1 mm fibroids: yes right ovary: 3 right ovary: 3.8 cm x 2.4 cm x 3.2 cm finding: left ovary: 2.1 cm x 1.0 cm x 1.5 cm finding: wnl; on (B)(6) 2016: results: essure implants are noted on todays exam. The previously noted 23 mm uterine fibroid is again seen. Today this fibroid measures 27mm and appears to come into contact with the endometrial lining. The left ovary appears normal. A 19 mm simple cyst is noted with in the right ovary. Ultrasound scan - on (B)(6) 2015: results: two anechoic cysts on left and right ovary. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: irregular bleeding,overweight,absence of menstruation(menopause early),hot flashes, fatigue weight increased, cyst , ovarian, hot flashes, joint pain. Most recent follow-up information incorporated above includes: on 18-nov-2019: pfs received. New events night sweats, dry eyes was added. Updated outcome of event hot flashes, night sweats from unknown to recovering / resolving. Reporters was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') and rheumatoid arthritis ('rheumatoid arthritis') in a 47-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, migraine, incontinence, genital herpes simplex, wisdom teeth removal and prolapsed disc repair. Previously administered products included for an unreported indication: xanax. Concurrent conditions included body mass index normal, gerd, anxiety, uti, cystitis, bipolar disorder, sinusitis, coronary artery disease, nasal turbinate hypertrophy, amenorrhea, cough, vaginal dryness, perimenopausal symptoms, insomnia, vitamin d deficiency, blood glucose abnormal and libido decreased. Concomitant products included estradiol, hydrocodone bitartrate;paracetamol (norco), omeprazole (prilosec), prednisone, progesterone (progesteron) and testosterone (testosteron). On (B)(6)2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"). In (B)(6)2014, the patient experienced hot flush ("hot flashes"). On(B)(6)2014, the patient was found to have weight increased ("weight gain"), 6 months 16 days after insertion of essure. On (B)(6)2014, the patient experienced arthralgia ("joint pain"). On (B)(6)2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On(B)(6)2015, the patient experienced pruritus ("itchiness"), visual impairment ("vision changes"), fatigue ("fatigue") and dry eye ("dry eyes"). On (B)(6)2015, the patient was found to have uterine leiomyoma ("fibroids"). In (B)(6) 2016, the patient experienced asthma ("asthma"). On (B)(6)2016, the patient experienced adnexa uteri pain ("ovarian pain"). On (B)(6)2017, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2017, the patient experienced premature menopause ("early menopause"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), cyst ("cysts"), menstruation irregular ("irregular menstural cycles"), amnesia ("memory loss") and night sweats ("night sweats"). The patient was treated with surgery (laparoscopic removal of bilateral essure devices and bilateral salpingectomy, hysterectomy d&c). Essure was removed on(B)(6)2017. At the time of the report, the genital haemorrhage, rheumatoid arthritis, arthralgia, premature menopause, vaginal haemorrhage, menorrhagia, abdominal pain, pelvic pain, adnexa uteri pain, pruritus, visual impairment, cyst, asthma, uterine leiomyoma, fatigue, menstruation irregular, amnesia, weight increased and dry eye outcome was unknown and the hot flush and night sweats was resolving. The reporter considered abdominal pain, adnexa uteri pain, amnesia, arthralgia, asthma, cyst, dry eye, fatigue, genital haemorrhage, hot flush, menorrhagia, menstruation irregular, night sweats, pelvic pain, premature menopause, pruritus, rheumatoid arthritis, uterine leiomyoma, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: her physician determined that her physical examination was suggestive of essure device injuries. Discrepancy noted regarding date ((B)(6)1967) of essure hysterosalpingogram test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on an unknown date: results: confirmed placement & full occlusion of both tubes; on(B)(6) 2014: results: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2014: results: negative.. Ultrasound abdomen - on (B)(6)2015: results: uterus: length: 8.5 cm ap diameter: 4.9 cm transverse diameter: 4.3 cm endometrium: 4.1 mm fibroids: yes right ovary: 3 right ovary: 3.8 cm x 2.4 cm x 3.2 cm finding: left ovary: 2.1 cm x 1.0 cm x 1.5 cm finding: wnl; on (B)(6)2016: results: essure implants are noted on todays exam. The previously noted 23 mm uterine fibroid is again seen. Today this fibroid measures 27mm and appears to come into contact with the endometrial lining. The left ovary appears normal. A 19 mm simple cyst is noted with in the right ovary.. Ultrasound scan - on (B)(6)2015: results: two anechoic cysts on left and right ovary.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: irregular bleeding,overweight,absence of menstruation(menopause early),hot flashes,fatigue weight increased,cyst ,ovarian,hot flashes,joint pain most recent follow-up information incorporated above includes: on (B)(6)2020: pfs received - in response to company query, patient had another essure related surgery on (B)(6)2015. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.